Manufacturer narrative:
A review of the manufacturing records confirmed that the lot met all pre-release specifications.

Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient¿s mouth.

Manufacturer narrative:
H6: conclusion code: 61. Engineering evaluation: the photographs show the state of the returned device is consistent with the reported complaint of needle separation. The crimped length of the needle appears to be consistent with a normal attachment, and does not exhibit any signs of instrument damage. There appears to be a small remnant of fiber visible inside the needle bore, typical in reports of needle pull off, and evidence of a formerly secure attachment. Existing controls to prevent occurence of reported issue: 100% of attachments undergo an in process test at needle attach to ensure that every attachment meets tensile strength requirements. Additionally, each lot is sampled and qc tested for needle attach tensile strength and must meet the release requirements to be dispositioned as accept. Risk documents review: the suture hazards analysis, design fmea, and process fmea already address the failure modes and hazardous situations resulting from needle separations. Root cause: the root cause of the needle separation is that the suture was likely subjected to forces exceeding the tensile strength of the needle attachment.